Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they need somebody to turn it off because it seems like it's vibrating causing the lungs to be squeeze and they cannot take it. Patient stated that they just got out of ICU and they were hurting so bad. Patient was emotional and in pain during the call. Call was connected to a male patient rep but the line went silent and unable to hear any response 3-4 minutes. Agent called back and was routed to voicemail. Agent left voicemail.